Event description:
It was reported that the patient presented to the hospital due to an infection at the implanted device site. The patient's implantable cardioverter defibrillator (ICD) was found eroding through the skin with the device edge visible. The physician noted that the patient had scratched the implant site and confirmed that the issue was related to patient compliance. The physician explanted the ICD, right ventricular (rv) and right atrial (ra) leads to resolve the issue. The patient was in a stable condition.

Manufacturer narrative:
The device was returned and device evaluation revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.